Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A trial patient reported they had extreme pain on her back and thought the lead had been pulled out. The patient stated that at the emergency room bandages were added. It was noted the patient began the trial on (B)(6). Additional information from healthcare professional (hcp) reported to resolve the extreme pain on the back stage I was removed on (B)(6), the hcp stated there was no adverse event noted and there was no implantable neurostimulator (ins). The indication for use is unknown.